Event description:
Mentor gel textured implants were placed in (B)(6) 2016. Starting in 2018 I started to have a health decline. Weakness, fatigue, tremors, neurological motor issues, memory loss, lack of concentration, decreased libido, pain in breasts, insomnia, joint pain, limited mobility, etc. After two years of numerous doctor visits and labs, a primary care provider tested for autoimmune disease which no other provider had done. I am (B)(6), completely healthy, no medical history, no family history of any ai conditions. I was diagnosed with sle in 2021. FDA safety report ID# (B)(4).